Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The volume is low even though it is set to the highest level. They could barely hear it. The device would vibrate but the vibrate mode is set to off. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. A hardware low level failure alarm occurred during the self-test. The customer cleared the alarm. The device did not pass the second self-test. The device will be returned for analysis.